Event description:
The customer reported via phone call that they were experiencing high blood glucose level and was hospitalized on (B)(6) 2021. The high blood glucose level of customer was 795 mg/dl. Current blood glucose level of customer was 299 mg/dl. The customer stated that retainer ring of the insulin pump was cracked. The reservoir was still able to lock into place. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.